Event description:
It was reported by the rep the device was used during a video assisted thoracic surgery. It was reported the stapler didn't work as expected. No further information was available. There was no consequence to the patient. 6/19/1998 the contact person reports the device was fired but it did not fire staples and it did not cut.